Event description:
It is alleged by the reporter that during a laparoscopic procedure, part of the device, tubing, "fractured" inside the pt. It is reported that one piece was retrieved and that a smaller piece is missing. The surgeon looked for the missing piece, approx. 2mm x 3mm, and could not find it. A CT scan was done and no pieces were located. Customer reports they do not know where the missing piece is. No injury reported. The product was received by the manufacturer on 11/27/00 and the investigation is incomplete at this time.